Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false downstream occlusion messages., which were not reproduced during evaluation. The unit passed downstream occlusion testing and a cause could not be identified. The device was calibrated to ensure continued accurate detection.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device displayed the downstream occlusion message, when no occlusion was present. Was cleared. There was no patient involvement.